Event description:
Several inaccurate readings obtained. Meter compared visually; another meter and finally a hosp lab method sample obtained a second meter of same model replaced it and again several inaccurate readings verified by visual method, another brand meter and a lab draw.rptr feels the MFR must reevaluate its quality control. It is too dangerous for pt's health.